Event description:
It was reported "medical staff were conducting a routine pre-use inspection of the pump, they found that the battery was faulty after the pump was turned on. They contacted the engineer for repair. The engineer checked and found that there was sodium chloride liquid at the bottom of the battery, but it did not cause any adverse effects on the patient". This event was noted prior to use.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "medical staff were conducting a routine pre-use inspection of the pump, they found that the battery was faulty after the pump was turned on. They contacted the engineer for repair. The engineer checked and found that there was sodium chloride liquid at the bottom of the battery, but it did not cause any adverse effects on the patient". This event was noted prior to use.

Manufacturer narrative:
(B)(4). The reported complaint for "the battery was faulty" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.